Manufacturer narrative:
The recipient reportedly presented with device extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient is being monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient was prescribed antibiotics.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.